Event description:
It was reported that the customer's insulin pump had a scratched screen. He was unable to see his insulin pump's screen. His blood glucose level was 400 mg/dl. The customer was hospitalized on (B)(6) 2014 for a high blood glucose level of over 900 mg/dl. He was administered insulin drip. The customer was wearing his insulin pump at the time of the emergency room visit. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window and a cracked case near the display window corners were noted during the visual inspection.